Event description:
On (B)(6) 2023, the cgm was 354 mg/dl and the bg was 220 mg/dl. Later that night, the patient checked the cgm again and it was 300 mg/dl and their bg was 218 mg/dl. At around 1:30am on (B)(6) 2023, the patient felt low, had a seizure and lost consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 20203, the cgm was 354 mg/dl and the bg was 220 mg/dl. Later that night, the patient checked the cgm again and it was 300 mg/dl and their bg was 218 mg/dl. At around 1:30am on (B)(6) 2023, the patient felt low, had a seizure and lost consciousness." H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 20203, the cgm was 354 mg/dl and the bg was 220 mg/dl. Later that night, the patient checked the cgm again and it was 300 mg/dl and their bg was 218 mg/dl. At around 1:30am on (B)(6) 2023, the patient felt low, had a seizure and lost consciousness. As a result of losing consciousness, the patient sustained a cut on his head. Prior to passing out, he was in the kitchen eating honey and sugar. The patient's friend took the patient to the hospital. The cgm was displaying 53 mg/dl but the patient believes that his bg could have been lower. The patient was treated with IV fluids, sugar and had a CT scan done. He stated he felt hazy after having a seizure and was recovering after treatment. The cut on his head was also treated. The patient was discharged from the hospital the same day. At the time of the event, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.